Event description:
It was reported that on (B)(6) 2008, the patient underwent a plif l5 to s1 using rhbmp-2/acs. Reportedly, the patient¿s post-operative period was marked by increasingly severe and unrelenting pain to her lower back and lower extremities. An x-ray study conducted on (B)(6) 2009 reportedly showed that the patient continued to experience severe and unrelenting pain to the lower back and lower extremities. Comparing this region to an (B)(6) 2008 MRI study, the (B)(6) 2009 x-ray study reported anterior subluxation of l5 on s1. This subluxation impinges on patient¿s exiting nerve roots and causes spinal instability.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.